Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, when the instant detacher was pulled out to detach the coil, the coil came out together still attached. Multiple attempts were made using the instant detacher without resolve, so a manual detachment method was performed, resulting in the coil finally detaching. It was noted that the physician has had many detachment errors with the coil type. The patient was undergoing embolization surgery for treatment of a 3mm aneurysm. It was noted that the patient had a slightly severe vessel tortuosity and a slightly small vessel tortuosity. There were no related patient symptoms. Ancillary devices include fubuki 6fr, shouryu4*7, echelon 10.